Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and damage was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® edta 2k . The following information was provided by the initial reporter, "1cm scratch was inside of the tube."